Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited noise oversensing. The reported lead was explanted and replaced on (B)(6) 2022. During this process, insulation damage on the right ventricular lead was noted. The patient was in stable condition.

Manufacturer narrative:
The reported event of insulation breach was confirmed while the reported event of noise over-sensing was not confirmed. As received, a complete lead was returned in one piece for analysis. Final analysis found internal insulation abrasion caused by exposure due to external insulation abrasion consistent with friction from another device or feature of the heart. No other anomalies were identified.